Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined fluid was leaking from reagent probe a due to a faulty collar wash valve. The valve was replaced to resolve the issue. (B)(4).

Event description:
A customer reported to bec (beckman coulter) technical support that the blood urea nitrogen and uric acid analytes failed calibration on their unicel dxc 600 synchron system. Upon troubleshooting, with the assistance of technical support via phone, it was determined a reagent probe leaked. The operator wore personal protective equipment consisting of gloves and eye protection. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.